Manufacturer narrative:
Additional follow up questions were sent to the customer. From this correspondence, it has been clarified that the nasogastric tube migrated up to the oropharynx during the act of vomiting. The tube did not break, detach, or come apart in any way. Rather, the tube migrated out of place, likely due to the force of emesis and the tip of the tube migrated up to the mouth. The complete tube was then removed by the clinician. There was no reported patient harm. Tube migration is a known occurrence with enteral access tubes for various reasons, and placement of a naso-enteric feeding tube should be re-confirmed intermittently, or if there is any clinical concern for migration. After receiving the additional information from the customer and further review of the complaint details it was determined that this report does not meet the MDR regulation requirements of a reportable event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports the patient vomited several times in a row and the tip of the nasogastric tube turned up in the mouth. The patient went to the emergency room where the tube was removed and a new one was placed. There was no harm to the patient.